Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were "144 mg/dl" on their meter and "118 mg/dl" on the lab test. Tests were done within 10 minutes with a difference of 22%. Patient did not experience any adverse events. No further information has been reported.